Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery of this device went from 3.5 years to 2.5 years remaining in a span of six months. To date, this device remains in service. No adverse patient effects were reported.